Event description:
It was reported by a healthcare professional that during an endovascular embolization, an enterprise vascular reconstruction device 4mmx23mm (encr402312, 8878746) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31392027) and could not advance any more. The doctor tried to retract the stent, the stent was found detached from the delivery wire in the microcatheter. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 18-jun-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter was not kink/bent. There was no excessive force used with the devices. There were no procedural delays due to the event.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: per new requirement from cac (cyberspace administration of china), the facility name cannot be released abroad. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d2a, d2b, d9, g4. PMA/ 510(k), g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported by a healthcare professional that during an endovascular embolization, an enterprise vascular reconstruction device 4mmx23mm (encr402312, 8878746) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31392027) and could not advance any more. The doctor tried to retract the stent; the stent was found detached from the delivery wire in the microcatheter. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 18-jun-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter was not kink/bent. There was no excessive force used with the devices. There were no procedural delays due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the proximal end of the microcatheter was cut from the rest of the device at 2.7cm from the luer hub. No other damages were noted. A lab-sample guidewire was introduced into the proximal portion of the returned microcatheter, and this was able to be advanced without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31392027 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the microcatheter being obstructed could not be evaluated due to the conditions in which the microcatheter was returned. The reasons of why the device has been cut remain unknown. It is suggested that the detached stent could had cause resistance while trying to advance the delivery system through the microcatheter; however, this remains speculative. With the information available a root cause of the failure encountered cannot be determined. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following precaution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.